Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, type ia and ii endoleaks were detected per CT; the type ia endoleak is at the sealing ring, and the type ii endoleak at the patent inferior mesenteric artery and lumbars. Patient is in good status. It is unknown if treatment is planned.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 08/09/2018, 08/20/2018, 08/30/2018 and denied response. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting iliac limb and extender ovation ix devices on (B)(6) 2018. The physician noted that there was no obvious type ib endoleak and the patient had extremely tortuous iliac anatomy. There have been no additional patient sequelae reported.